Event description:
An endurant ii stent graft system was implanted during an unknown endovascular procedure on an unknown date. It was reported that during a follow-up CT scan on an unknown date a type 1a el was observed. An intervention was carried out where the physician implanted an endurant cuff and then tried to implant endoanchors in order to reinforce the sealing.  After the first endoanchor was applied the physician could not use the heli-fx system any more because the applier couldn't pass through the guides proximal end (where the c marker is located). A final angiography was carried out and the endoleak had resolved.  As per the physician the cause of the event is unknown. No additional clinical sequelae was provided and patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.